Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx). The lesion was predilated with an apex balloon and then the 2.50x12mm taxus liberte stent was advanced to the lcx; however, the device was unable to cross the lesion. The physician made multiple attempts to cross the lesion but was unsuccessful. The device was removed and the physician attempted to cross the lesion with another of the same device, but this device was also unable to cross the lesion. The procedure was ended with the balloon dilatation result. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).